Event description:
The sheath tore in half-came apart. Additional info received from the sales rep on (B)(6) 2012: the sheath broke at the distal 4 cm point. At the time of the break the only "device" inside the sheath was a wooly wire. The sheath was placed in the left groin. The separation occurred during wire guide removal and the wooly wire was in place. Not sure about tortuousness nor was it mentioned. The physician said the groin had moderate calcification but was more severely scarred. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exp date is unk as lot # is unk. The complaint device has not been returned. An attempt to contact the customer inquiring about the device return was not answered. Per specifications, quality control confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. The device was placed in the left groin and fractured at the distal 4 cm point of the catheter. At the time of fracture only a wire guide was inside the catheter. The customer states that the groin had moderate calcification and was severely scarred. It is likely that the separation was due to the device experiencing tensile forces beyond its design due to calcification and scarring at the insertion site. We are continuing to monitor for similar complaints and have notified the appropriate personnel. The addition of this complaint would not change the conclusion of the quality engineering risk assessment (qera). Therefore, the conclusion of qera, that no further mitigating action is necessary at this time, is still valid.